Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Explant date unknown day in (B)(6) 2016.

Event description:
It was reported patient underwent left hip revision approximately two years post-implantation due to allegations of loosening. The surgeon suspected trunnionosis on the removed stem neck and stem neck junction on the head. The stem and head was replaced.

Manufacturer narrative:
Concomitant medical products: 650-1068-- cer option type 1 tpr sleve +6 lot: 834620. 650-1057-- delta ceramic option head dia3 6 lot: 039190. Complaint sample was evaluated and the reported event was confirmed. X-ray analysis determined: the tip of stem erodes into the endosteum indicating that there is valgus orientation of the femoral stem. Loosening of the stem is confirmed with subsidence and wide zones of radiolucency at femoral stem metal -bone interfaces. Stem, sleeve and head were returned for evaluation. The stem has been cut into two pieces near the proximal end. It has a secondary cut and several scratches near the taper end of the device. Due to the complete destruction of the stem dimensional analysis is impossible. Porous coating of the stem exhibits signs of biologic fixation and also shows some material loss. The trunnion of the stem was able to be checked with cmm and was found conforming to print specifications. Sem analysis was performed on the parts and the results show no corrosion, no crack and no foreign substance. No signs of trunnionosis can be seen around the trunnion and on the inner surface of the sleeve. It was noted that patient had generalized osteopenia which is a risk factor for loosening and subsidence. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.